Event description:
It was reported that the patient underwent initial hip replacement surgery and approximately fourteen years later revision surgery is planned due to pain and metallosis. No further information is available at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: medical devices: 50/56 durom cup; item# unknown; lot# unknown. Unknown alloclassic stem size 4; item# unknown, lot# unknown. Multiple MDR reports were filed for this event, please see associated reports: 0009613350-2022-00327. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
(B)(4). Investigation results are now available. During the investigation it was concluded that the device previously submitted on this medwatch is a concomitant device and not a main device of this event. Please remove 0009613350-2022-00328 from your records.

Event description:
According to the findings during the investigation the product is not involved in the event. Given this information, this medwatch will be voided.